Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "door latch problem" which were reproduced during evaluation as door not fully latched messages. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a "door latch problem". It was also reported there was no patient injury.